Event description:
It was reported a trial was done on the day of report and one of the leads was not getting stimulation. The lead was changed to a different slot in the multi-lead trialing cable (mltc) and moved positions but it did not resolve the issue. Impedances were measured at 0.7v and 5 contacts were approximately at 3000 ohms however the rest were greater than 10000 ohms. The health care provider (hcp) then replaced the lead and it remedied the issue. The device was returned to the manufacturer for analysis and the patient continued the trial with success and will be following through with implant. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# unknown, product type: screening device; product ID neu_stylet_acc, serial# unknown, product type: accessory. (B)(4).